Event description:
Pt admitted to ICU on 8/5/1999 with acute respiratory distress secondary to multi-lobar pneumonia. Needed IV access. Pt had no peripheral access and in light of her hypotension and respiratory distress, central access was emergently indicated. Right femoral vein was cannulated on first attempt. Guidwire was passed without difficulty during insertion of catheter over guidewire. Wire was inadvertently pushed into right femoral vein. Procedure was terminated. Left subclavian central access was obtained without difficulty for transfer. Pt was transferred to another medical center for removal of guidwire under fluoroscopy. No resulting complications. Pt returned to medical center after guidewire removal.